Event description:
Device malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms a/e: failure to achieve hemostasis. It was reported that a physician trained in the use of perclose proglide device attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, during needle plunger retraction resistance was felt and the suture broke. The device was removed and a non-abbott closure device was used to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.